Event description:
The customer complained about questionable results from two coaguchek xs meters (B)(4). The meters were compared to a lab using an unknown reagent. The patient was tested on meter (B)(4) with a result of 5.0 inr. The patient was immediately retested on meter (B)(4) and the result was 6.4 inr. The patient immediately had a venous draw for a lab test and the result was 3.37 inr. On (B)(6) 2018, the patient was tested on meter (B)(4) with a result of 6.7 inr. A venous lab test was done within 7 hours and the result was 3.45 inr. There was no allegation of an adverse event. Patient's therapeutic range is 2.0-3.0 inr. The patient's hematocrit is 21%. The patient has not had any changes in diet or warfarin dose. Patient is not on any other blood thinners or direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. Retention test strips (297792) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.